Manufacturer narrative:
An investigation has determined that atypical calibration responses were obtained for the calibration that was performed just prior to the analysis of the quality control results for this event. Further investigation has determined that the technologist had prepared and assayed the calibrators in a fashion that is not consistent with the calibrator fluid instructions for use. The customer then re-calibrated with calibrator fluids prepared according to the instructions for use and a successful calibration and quality control analysis was obtained. Evaluation of the vitros 250 analyzer concludes it was operating as expected. The root cause for the elevated vitros k+ quality control results obtained during this event was user error due to improper calibrator fluid handling protocol.

Event description:
The operator of a vitros 250 chemistry system observed positively biased quality control results with vitros k+ slides assayed on a vitros 250 chemistry system. The laboratory did not reported any vitros k+ patient results during the time of this event and there was no allegation of patient harm.